Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient was admitted to the hospital for septicemia. The physician requested that the system be explanted. Presence of vegetation noted on the right ventricular lead. The patient tolerated the procedure well.

Manufacturer narrative:
Analysis was normal. No anomalies were found.